Manufacturer narrative:
H4: the lot was manufactured between may 15-16, 2024. H11: the device was received for evaluation containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; there was no evidence of leak at the blue winged cap or at other parts of the unit. The blue winged cap was observed to be securely tightened. A functional leak test was performed and no evidence of leak was observed. The infusor unit was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked after filling of fluorouracil (5-fu) and saline. The location of the leak was unknown; however, was "likely to be from between blue winged luer cap and luer adaptor". There was no patient involvement. No additional information is available.